Event description:
It was reported that an infusion set for the ilet system deployed from its packaging when the user pulled back on the pinch area before placement on the body, consistent with an infusion set deployment or connector attachment issue with the infusion set and cartridge. Symptoms included no physiological effects and no device alerts or alarms. Outcomes included the need for replacement supplies without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on proper handling and setup. Investigation of this case revealed a deployment error of the infusion set prior to application, indicating a use-related or handling-related issue involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling error.